Event description:
It was reported that the device would not deliver therapy below 30 joules. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control recommended customer replacing the power conversion pca. The customer's biomed later confirmed that the device has been repaired by replacing the power conversion pca. The biomed also completed a performance inspection procedure (pip) and then returned the device back into service. The removed power conversion pca will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.